Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:, deflation, breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old female patient who underwent breast implant surgery with mentor medical devices (sm hps dv 290cc, date of implant (B)(6) 2005) suffered chronic breast pain bilaterally. It was also reported that the patient was involved in car accident caused to a chest injury. It was also reported that the patient developed a mass on the right breast-side area. It aws also reported that the patient developed late onset seroma in the right breast. No information was provided regarding testing of the seroma fluid. As a result, the patient underwent bilateral explantation (B)(6) 2021 it was also reported that during the explant surgery the implants were found to be intact but they were 290cc when they were originally 350cc. Should additional information become available, this case will be re-assessed and notes will be updated. This report relates to the left prosthesis.